Event description:
The customer reported via phone call indicating that had a low blood glucose but not hospitalized. Customer's blood glucose was 34 mg/dl. The customer was treated with food. After troubleshooting was done, the customer was advised to monitor the insulin pump and call back if issues persist. Customer was advised that the insulin pump is functioning as designed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.